Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 30 mg/dl and 400 mg/dl. The customer declined troubleshooting for high and low blood glucose level. The customer performed vibrate test and insulin pump vibrated during the test. The device will not be returned for analysis.